Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating and depleting quickly. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support so further information was unable to be obtained.